Manufacturer narrative:
Other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he was not getting stimulation on one side. Upon replacement of the depleted battery lead impedances were found to be over 10000 for contacts 8-15. The patient did not know what caused the issue and stated he had not been getting stimulation on the one side for quite some time. An x-ray was done and the lead looked intact. The entire system was replaced and the issue was resolved at the time of the report.